Event description:
It was reported that a user's dexcom g7 continuous glucose monitor (cgm) paired to the dexcom mobile application but did not pair to the ilet, resulting in failure of cgm connectivity to the pump; the user had paired the sensor to the dexcom app before attempting to pair to the ilet, and customer care instructed the user to perform the bluetooth toggle and device restart and to allow time for pairing, with education to pair first to the ilet. No adverse clinical symptoms reported. Outcomes included no adverse health impact, no alerts, and no alarms. User support included technical troubleshooting and user education on correct pairing sequence. Investigation of this case revealed user setup sequence contributed to pairing failure, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user pairing procedure and intermittent connectivity, leading to unsuccessful ilet cgm pairing.

Manufacturer narrative:
Initial.